Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that during an automated impella controller (aic) to aic transfer, the pump was not recognized when plugged into the second aic. After multiple failed attempts to troubleshoot the issue, the pump was explanted. There was no patient harm resulting from the failure.

Manufacturer narrative:
The investigation for the pump not detected has been completed. Data logs were reviewed and the complication was confirmed. The pump was disconnected from console while the pump was still running, which explains the trigger of alarm 115. At this time, the console sends an updated usage file to the eeprom, but there is no way to confirm whether the eeprom received and stored the file at this time. They then shut down the console, and start up a different one, but logs show them coming back to the first console before doing anything on any others. After restarting, they insert the purge cassette and get to case start step #3, when the logs show that the epm is reset and the message "connect cable: connect grey connectors" was displayed on the screen. Case start is then exited. About 40 minutes later, a second console is started and the same exact sequence occurs, so they shut down the console. The only returned product was a section of the cut catheter/cannula. For this reason, there was no way to connect the pump to a console and check its functionality. There was biomaterial wrapped around the impeller, in the inflow cage, and blood ingress into the purge line, but again, since the catheter was cut there was no way to test if this was related to the failure. Therefore, the root cause of the pump not detected could not be determined. Added h6 impact code 4627.